Event description:
During the surgical intervention on (B)(6) 2019, to address the pain at the ipg site (reference MFR report#1627487-2019-05306), the physician pulled the s1 lead out of position. At the procedure, it was unknown which lead was plugged into which port (patient had 2 smi leads initially implanted). As a result, the physician decided to implant one s1 lead. Therapy was restored.